Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). More than 9 years have passed since the device was delivered. Omsc concluded that the cm board failed due to the aged deterioration of the components on the board due to repeated use over a long period of time. Since the cm board controls the front panel, there is possibility that the front panel did not function and the white balance could not be adjusted, due to a failure of the cm board. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. An olympus field service engineer (fse) checked the device and confirmed the following; the printed circuit board was replaced. The fse could not confirm that the foot switch worked properly because there was no foot switch. The fse could not confirm that the monitor remote worked properly because there was no monitor remote cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the buttons on the front panel did not respond and the white balance adjustment could not be performed. The device was a demonstration machine and there was no report of patient injury associated with the event.